Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted and was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that cuts in the outer insulation were noted likely explant damage. Laboratory analysis confirmed reported allegation. Continuity testing passed indicating conductors are intact. Visual inspection revealed no abnormalities other than induced damage.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds. No additional adverse patient effects were reported.